Manufacturer narrative:
Product event summary: analysis confirmed the reported event; it was not possible to print the device report. Critical print queue is full message appeared when the analyzer was activated and the arrow on the screen changed to an hourglass and no other function was possible. Errors were also found in the programmer software updates. It was noted both keyboard rails were cracked.

Event description:
It was reported the print queue hanged. It was further reported that during an implant, it was attempted to print the psa (pace sense analyzer) measurements and "critical print queue is full message" displayed. The screen locked and there was no access to pacing. The patient is pacemaker dependent and pacing was already on through the psa. After the implant procedure was finished, the programmer was powered off, as screen was still frozen, and discontinued from use in the lab. The programmer was returned for service. No patient complications have been reported as a result of this event.